Event description:
It was reported that when a patient presented for a generator change-out, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. Since the patient is dependent, the physician elected to cap and replace the lead. The patient was doing well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.